Manufacturer narrative:
(B)(4).

Event description:
Procedure: adrenalectomy. According to the reporter: after the placement of a clip on the right adrenal vein, the clip over crimped and pierced inferior vena cava. The bleeding was not significant according to the surgeon, but the surgeon had to proceed from laparoscopic to an open approach in order to stop the bleeding. There was a ninety minute delay in surgery.